Manufacturer narrative:
B5 - the reporter indicated that a 13.7mm vticm5_13.7 -07.50/+0.5/004 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Excessive vault and shallow angle was observed. Reportedly the eye is quiet and under monitoring as the lens remains implanted. Problem resolved. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -7.5/0.5/004 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Excessive vault was observed. It was reported that no intervention was necessary and problem resolved. For status of the eye (signs/symptoms) the reporter stated " quiet eye, we are monitoring and have decided to leave the lens as it is and monitor". If additional information is received a supplemental medwatch report will be submitted.